Event description:
On january 4, 2007 the lay user/patient contacted lifescan alleging that he was unable to change the code number on his one touch ultra meter. The patient usually tests at least twice a day and takes 2 pills of glucophage twice daily. The patient stated that he was unable to change the code number in 2006. He was unable to recall if he continued to test on his meter while he was unable to change the code number. The next day, the patient was experiencing symptoms of labored breathing, looked gray, and passed out. The patient was unable to recall if he attempted to test on his meter before and/or during his symptoms on the day of the incident. Around noon, the emergency services arrived and took him to the hospital. He was unable to report what blood glucose results and treatment he received from the ems; however, he reportedly obtained a blood glucose result "over 600 mg/dl" on the hospital's device and was treated with insulin and IV fluids. He was also diagnosed with pneumonia and was admitted to the hospital for 3 weeks. The customer care advocate walked the patient through coding the meter, which resolved the issue. However, this complaint is being reported because the patient was unable to change the code number on his meter for approximately a day and was then hospitalized for high blood glucose levels and pneumonia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.